Event description:
A hospital reported an "acute alcoholic patient" was brought into the emergency room on (B)(6) 2011. Caller further reported a reading of "hi" (a reading greater than 500 mg/dl) was received on the hospital's precision exceed blood glucose meter. It was further reported the hospital administered an unknown amount of insulin in response to the result. At the same time this test was run, a sample was sent to the hospital's laboratory and a reading of 120 mg/dl was received. The readings when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. After the reading of 120 mg/dl was received from the laboratory, "glucose was added to the patient in a hurry" and this stabilized the patient's condition. The customer was initially diagnosed with hyperglycemia and additionally, "acute alcoholic." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the hospital was unable to identify specifically which lot of test strips the test strips used in the tests came from. The following test strip lot numbers were provided by the hospital: 45001f370, 45001f400, 45001f408, 45001f418, 45001f477, 45001f587.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.